Event description:
It was reported patient underwent a reverse shoulder comprehensive revision on (B)(6) 2013. During the procedure, the humeral trials were inserted in the stem and the shoulder was reduced. When the surgeon decided to try another piece, it was noted the trial was fractured in two pieces. The surgeon attempted another trial and it fractured as well.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to excessive force. There are warnings in field communication from march 14, 2011 that state "the humeral bearing/tray trials ((B)(4)through(B)(4)) are not meant to be impacted into the comprehensive humeral broach provisional or the final humeral implant." Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00734 / 00735).